Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse noted during troubleshooting that the aspirate probes were not evacuating liquid from the reaction vessels properly. The fse replaced all three (3) of the aspirate probe tubing and noted the aspirate probes were properly evacuating liquid from reaction vessels. The fse validated the instrument by running a system check routine, high sensitive system check, carryover and customer quality control panel and all were within specifications. In conclusion, the aspirate probe pump tubing is the cause of this event as excess fluid left in the reaction vessel may contain unbound analyte which could lead to discrepant results.

Event description:
The customer reported obtaining erratic quality control (qc) for total triiodothyronine (total t3) on laboratory's dxi 600 access immunoassay system (serial number (B)(4)). The customer was advised to run a system check routine and the washed portion percent coefficient of variation (%cv) was out of specification. The customer requested service. There was a customer report of no issues with other assays. There was a customer report of no affect to patient test results in connection to the event. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.